Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. Patient stated that the sensor wire did not fall off and it was not inside her body. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).